Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. However, a review of the complaint history of the reported lot revealed similar complaints from this lot, indicating there is a potential quality issue. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a de novo, mildly calcified, mildly tortuous superficial femoral artery that is 60% stenosed. During deployment of the 6.0x150mm absolute pro ll self-expanding stent (ses), resistance was noted when rotating the thumbwheel and the stent partially deployed. A new 6.0x150 absolute pro ll ses was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.